Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v571447, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a urinary tract infection (uti). The patient had a urine culture that was positive for e coli. The patient was prescribed macrobid 100 mg bid po and then changed to cipro po bid. The patient outcome was noted as resolved without sequelae.